Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the existing cylinders were removed and replaced. It was noted that the previous components were not sized appropriately resulting in a floppy glans. There were no patient complications reported.